Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that while trying to enter blood glucose into insulin pump, it fell on carpet. Customer reported that she was sitting on a low seat and there was no physical damage noted on insulin pump. Customer's blood glucose was 417 mg/dl and was treated with manual injection. Customer did report that display screen was blank. It was reported that battery was out of insulin pump greater than duration allowed by insulin pump. Display screen was restored. Customer was assisted in clearing alarm and reprogramming time and date. Customer was advised to monitor insulin pump.